Event description:
It has been reported to philips that vascular x-ray imaging examination was required during the operation of the patient. The CT-like function in the system could not be used, and the patient's operation was aborted. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. Rse found that the c-arm was stuck and could be controlled manually. The data of the c-arm anti-collision sensor was offset, c-arm was calibrated immediately, and device was able to continue the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm moved slowly. Fse checked and confirmed that the tube bodyguard was active, but the bodyguard was override and dirty. Fse tried to calibrate the bodyguard, the problem was still found intermittently replaced tube cover and sensor. The system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. Rse found that the c-arm was stuck and could be controlled manually. The data of the c-arm anti-collision sensor was offset, c-arm was calibrated immediately, and device was able to continue the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm moved slowly. Fse checked and confirmed that the tube bodyguard was active, but the bodyguard was override and dirty. Fse tried to calibrate the bodyguard, the problem was still found intermittently replaced tube cover and sensor. The system has been returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, serial number, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.